Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified higher-than-feels sensor scan and experienced a seizure and a loss of consciousness. The ambulance was called and the customer was transported to a hospital however, no further details were provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor ((B)(4)) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The current was applied to the sensor to perform linearity testing while in the test fixture. Sensor found to be in state 5 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. No failure modes were observed on the sensor plug assembly upon visual inspection. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified higher-than-feels sensor scan and experienced a seizure and a loss of consciousness. The ambulance was called and the customer was transported to a hospital however, no further details were provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The senor was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug assembly and no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture and all results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 was incorrectly documented in the previous initial report.